Event description:
It was reported that the bd syringe 10ml ll eurographics stopper was defective/damaged. The following information was provided by the intitial reporter translated from dutch to english: "I would like to make an additional mention for the 10ml syringe (same reference as current complaint). It was noted with a syringe that the rubber is deformed, without using the syringe yet, see photo attached."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
One photo of a 10ml eurographic syringe was received by bd. A quality engineer was able to examine the photo from batch 3264647 regarding item 300912. The image shows one loose syringe with the stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3264647 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.